Event description:
Report received from the USA stating that the "tip broke off." The tip broke off during a "crani case." All of the pieces were removed. There were no injuries reported. There were no delays or medical attention needed. There was additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and had a broken protective foot. This was most likely due to the protective foot and back post being drilled into due to device being misassembled at customer site. The event was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).